Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the handle that controls the upper jaw has been broken off the micropituitary. Optical inspection of the fracture revealed a brittle fracture surface. The break appears to have been caused by side force placed on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent discectomy due to spinal stenosis. Intra-op, the handle broke while the instrument was being used. The product came in contact with the patient. No fragments of the broken product remained inside the patient. No patient complications were reported.